Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed "nda". This issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
H3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there were high pressure messages. Functional check and visual inspection were conducted. The reported issue was able to be confirmed. The pump had a missing downstream occlusion sensor nub and that caused the issue. The downstream occlusion sensor will be replaced to resolve the issue.